Event description:
The customer reported the image cuts out when the cable was pulled before it entered the camera. If the cable was pushed back, the image returned during set-up involving an olympus camera head. The customer suspected that the probable cause of the image cutting out was a cable strain on the camera. There was no patient injury reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cable unit was twisted. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.